Event description:
It has been reported in a service report that, the fowler will not raise when the release is engaged. No adverse consequences were alleged.

Manufacturer narrative:
Other: release mechanism.